Event description:
It was reported the patient had a wound infection and seroma. The pocket had erythema and was warm to the touch. The patient had discomfort at the stimulator site when using the recharger adjacent to the skin and it would ¿adhere¿ to the skin and cause bleeding when they removed it. Intervention included aspiration of the pocket seroma. There was 10 milliliters of serosanguineous fluid removed. Clindamycin was also given as an intervention. The patient was instructed to use dressing between the charger and the cutaneous site to avoid any adhesion. Laboratory results showed white blood cell count was normal and cultures were negative. A couple days later the patient had decreased warmth and discomfort at their stimulator site. The event was noted as ongoing and unlikely related to the device or therapy and possible related to the implant procedure. Additional information reported later examination showed complete resolution of the infection. It was also noted the patient had been off antibiotics for several weeks. Event resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 377760, lot# n0030631, implanted: (B)(6) 2005, product type: lead. Product ID: 377760, lot# n0029999, implanted: (B)(6) 2005, product type: lead. (B)(4).